Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on when inserting a new battery. The customer's blood glucose level was unknown at the time of the incident. Customer reported that insulin pump was giving him a low battery alarm for the past week and changed it many times but it did not work. Customer stated they did receive a low battery alert prior to the off no power alert. The customer stated the battery caps was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.